Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, capture could not be obtained on the atrial lead. Other electrical values were normal. The lead was capped without replacement. The patient received a single chamber system. The patient was noted to be in stable condition following the procedure.